Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good physical condition. Review of the device data log indicated three 20 milliliter bolus tests were performed prior to the pump's return for investigation. Functional tests included delivery accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor assembly was trimmed to bring delivery into a more nominal range. Based on the evidence, the complaint was confirmed. The root cause was attributed to the expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. No adverse patient effects were reported.